Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report#1627487-2018-06944. It was reported the patient's therapy became ineffective 3 years ago. Reportedly, the patient desires to undergo local injections as well as seek other alternatives. Therefore, surgical intervention is pending as the next course of action.

Event description:
Device 1 of 2. Reference MFR report #1627487-2018-06944. Follow-up identified surgical intervention took place wherein the system was explanted.